Manufacturer narrative:
(B)(4). As per the additional information received on 16jun2023, the patient had no injury, hence no medical intervention was required. The device was replaced to complete the procedure and the patient condition was fine. The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 25 staples remaining in the cover block indicating at least 10 staples were fired by the end user. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, but no staples fired. It was identified that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool and firing down correctly. The sample was returned to the manufacturing site for further analysis. Each stapler was fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it was unlikely that the issue was present at the time of assembly. For this reason, it was unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign. Further investigation ha s been initiated under teleflex's quality system by the manufacturing site to further investigate misfiring and jamming in visistat staplers. The forming tool component was also under the same investigation. Investigation still ongoing at the time of this report. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed with two potential lot numbers (73e2201087 & 73e2200836) identified from a review of customer sales history, as no lot number was reported by the customer, and no evidence was found to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "hcp failed to fire staple because of stuck staples while using on patient".

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 25 staples remaining in the cover block indicating at least 10 staples were fired by the end user. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. Dimensional inspection was not required as a part of this complaint investigation. An attempt to fire staples was made by completing the trigger cycle of the stapler using hand pressure. Upon engagement of the trigger, no staples would fire. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The sample was returned to the manufacturing site for further analysis. Each stapler was fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it was unlikely that the issue was present at the time of assembly. It could not be determined what caused the staples to misalign.further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate misfiring and jamming in visistat staplers. The forming tool component is also under the same investigation. Investigation still ongoing at the time of this report. Additionally, the IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." No concerns observed within the IFU. A device history record review was performed, and no relevant findings were identified. Teleflex will continue to monitor and trend on complaints of this nature. The associated MDR numbers identified were 3003898360-2023-00738, 3003898360-2023-00762, 3003898360-2023-00761, 3003898360-2023-00760 and 3003898360-2023-00759.

Event description:
It was reported that "hcp failed to fire staple because of stuck staples while using on patient". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported that "hcp failed to fire staple because of stuck staples while using on patient". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73e2201087 was manufactured on 05/31/2022 a total of (B)(4) pieces. Lot was released on 06/14/2022. DHR investigation did not show issues related to complaint. Other remarks: n/a. Corrected data: n/a.